Event description:
Initial potassium result 4.9 mmol/l. Same sample repeated gave result of 4.2 mmol/l. Initial result was reported. Patient not adversely affected. The field service rep determined the sipper flowpath was obstructed. The instrument was repaired.